Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and no abnormalities were observed. This issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced asymptomatic hypoglycemia and loss of consciousness. As a result, the customer received glucagon as treatment from their mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced asymptomatic hypoglycemia and loss of consciousness. As a result, the customer received glucagon as treatment from their mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced asymptomatic hypoglycemia and loss of consciousness. As a result, the customer received glucagon as treatment from their mother. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced asymptomatic hypoglycemia and loss of consciousness. As a result, the customer received glucagon as treatment from their mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, and a small dent on the sensor case were observed. Data was extracted using approved software, and extraction was successful. Did not observe low glucose value at the end of sensor life. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted."